Event description:
(B)(6) -the dealer reported that the tdxspree power wheelchair both gas cylinders would not allow front casters to come back down after being raised. There was no patient injury reported.